Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink continu-flo set leaked when the tubing separated at the proximal end of the middle y-site while being used on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Med watch# 3000030000-2016-8007. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported the following potentially associated lot numbers: r16a26047, r15l07160, r15l03029, r16a26104, r16b02087, r15l03037 and r15i29060. The potentially associated lot numbers were manufactured on the following dates: r15l07160: december 08, 2015 - december 09, 2015. R15l03029: december 03, 2015 - december 04, 2015. R16a26047: january 27, 2016. R16a26104: january 27, 2016. R16b02087: february 03, 2016. R15l03037: december 04, 2015. R15i29060: september 29, 2015 ¿ september 30, 2015. Batch reviews were conducted for the seven potentially associated lot numbers, and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was separated from the clearlink luer. The reported condition was verified. The cause of the condition was determined to be a manual assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.